Event description:
Information was received from a patient on (B)(6) 2022. It was reported that the patient's (pt) ins which controls scs for their leg was shutting off. Pt mentioned they also had problems with the right (patient services (pss) noted the pt has two inss) but their concern today was with the left. Pss had the pt manually turn therapy on using the stim on / off controller button and to check the ins battery level to ensure it was not depleted. Pt said the ins was charged and was able to turn stim on. Pt reported that when they checked the programmed settings during the call all the intensity levels were at zero (0). Pt stated that they did not make this change. Pt said they recharge the ins once or twice a week. Pss advised the pt to monitor the battery charge more often and keep to levels no lower than 50% to ensure ins battery is not depleting because this could result in stimulation shutting off. Pt remarked that they did not get any indications that the battery was not charged and both the programmer and the ins were completely charged. Pt also denied being around any electromagnetic fields such as medical or other heavy equipment. Pt confirmed they had the adaptivestim feature but had not had any issues with settings automatically shutting ins off or changing intensity to 0. The issue was not resolved. The caller was redirected to their manufacturer representative and hcp. Pt said its been a week since they met with the rep last. Pt reported that their rep was made aware of this issue via phone call and in person when this issue began. Pt mentioned also having a deep brain stimulator and that they have had the ins systems for a long time without experiencing these issues. Additional information was received on may 13, 2022. The rep reported they were going to see the pt that day. The pt reported they believed their ins was turning itself off. Tss reviewed that the ins should not turn itself off, typically these situations are related to pt's who let their ins deplete or have adaptive stim (as) settings that have positions without an amplitude value. Tss instructed the rep to check the pt's as settings (pt uses as) and also to check their recharge diary to see if it corresponds with the pt's allegation. Tss advised the caller to have pt keep a log of when they believe this is occurring and that can be checked against data in the device file. Pt stated the incident started "about a month now" adding as soon as they have trouble they get in touch with the rep. Pt said they had met with the rep twice and shown some things they could do at home which they did. Pt said they were calling rep to report what was happening and for the past 10 days they have had a steady phone call going with rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on june 13, 2022. The rep confirmed that the first time they were made aware of this event was on may 11, 2022 when they met with the patient for a reprogramming session at the physician's office. The rep called technical services that same day. The cause of the stimulation turning off was suspected to be due to the battery for the controller because the controller battery was broken; it had split in half. After the battery was returned and replaced with a new controller battery, the issue seemed to be resolved; was working now as the rep has not received anymore reports from the patient. Patient weight was provided.

Manufacturer narrative:
Correction: aware date - rep confirmed they were not made aware of this event until may 11, 2022. Aware date updated to may 11, 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.